Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be made for the time being. The investigation will be continued as soon as new information is available.

Event description:
Ous MDR: t-wave oversensing was detected by the atrial dipole of the lead. This is all of the information that was provided to us. There is no mention of any sort of intervention and the device was not returned for analysis. No deterioration of the patient&#62688;state of health was reported. Should additional information become available, this event will be updated.